Event description:
It was reported that after a da vinci-assisted gastric bypass surgical procedure, the patient experienced a staple line leak requiring a subsequent procedure. Postoperative day two the patient underwent a subsequent laparoscopic procedure to repair a staple line leak. The repair was successful and the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Sureform 60 stapler instrument logs show (part number 480460-09), (lot number l82230826-0100), was installed on the system 5x and fired 5 reloads (2 blue, followed by 3 white). On installs 1 and 3, all clamp attempts were successful, and the firings were each completed with no pauses for compression. On installs 2, 4, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed, and not used in the procedure again. There were no stapler related errors in the logs.